Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to faulty force sensor resistor (tin). The motor passed motor test. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. Mother stated the customer was in the hospital for a non-diabetic or pump related issue. She did state that the customer received a motor error alarm. The mother did not state any significant events leading to the alarm or hospitalization.